Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID e2sr01 implantable pulse generator (ipg), implanted: (B)(6) 2005.(B)(4).

Event description:
It was reported that there was far field r-wave (ffrw) the same size as the p wave. The lead was capped and replaced. No patient complications have been reported as a result of this event.